Event description:
The following was reported to hamilton medical ag: during pms: flow sensor calibration and leak test failed. In service sw following tests are found failed: autozero airway test failed adult exhalation pressure test failed proximal pressure test failed proximal flow test failed obstruction valve test failed sys tubing tightness test failed no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during pms: flow sensor calibration and leak test failed. In service sw following tests are found failed: autozero airway test failed, adult exhalation pressure test failed, proximal pressure test failed, proximal flow test failed, obstruction valve test failed, and sys tubing tightness test failed. No patient involvement.